Event description:
It was reported via repair work order that the footboard screen goes blank intermittently due to malfunction foot panel cable and cable card panel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.